Manufacturer narrative:
Event related to regulatory report 2029214-2021-00113. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information reporting that a patient underwent a thrombectomy procedure with a solitaire x device on (B)(6) 2021. During the procedure, distal embolization to a new vascular territory and within the same vascular territory was noted. An additional pass was made with the same solitaire to address the embolization to the new territory. Post-operative subarachnoid temporoparietal bleeding was reported to have onset on (B)(6) 2021. Follow-up imaging performed on (B)(6) 2021 showed radiographic mass effect without midline shift, hematoma within the ischemic field with space-occupying effect involving >30% of the infarcted area (ph2) and intraventricular hemorrhage (ivh). The patient was treated conservatively though it was noted that the hospitalization was prolonged. The patient was discharged on (B)(6) 2021 with status reported as resolved/recovered with sequelae. It was noted that the event resulted in unspecified disability. Additional information received indicated the patient/s presenting symptoms included sudden numbness or weakness of the face, arm, leg, especially on one side of the body. The occlusion was located in the left carotid t. The baseline national institutes of health stroke scale (nihss) score was 1 and baseline modified thrombolysis in cerebral infarction (mtici) score was 0. Post-thrombectomy nihss score was 5 and mtici score was 2c. There was no plans for medical or surgical intervention planned or reported by the site, and the event was resolved with sequalae. The distal embolization was resolved on (B)(6) 2021, the subarachnoid hemorrhage (sah) was resolved on (B)(6) 2021, and the intraventricular hemorrhage was resolved on (B)(6) 2021. Additional information received noted that follow-up imaging performed on (B)(6) 2021 showed expansion of the index infarct. The baseline nihss was 9, and 2 on (B)(6). Additional information received reported the peri-interventional distal embolization occurred in the m4 and was treated conservatively. Hemorrhagic transformation of hi1 resulted in prolonged hospitalization and patient disability, though final nihss score was still reported as 1. Additional information received reported that the source document was re-reviewed , found a potential dd for react 71aspiration catheter, as stated that " after two passages , the aspiration catheter is replaced with a cerenovus embovac 71 aspiration catheter due to buckling." Additional information received reported that 13-jul-2023: the cec adjudicated this event as causal to the study procedure, and possibly related to the study devices utilized. It was noted that the event was not serious. Additional information reported the event was a hemmoraghic transformation (ph2).